Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient was getting on well with her implant for a year and half before the MRI, reported pain after the MRI and screws were loose at explantation. Patient was reimplanted with a new bonebridge during the same surgery.

Manufacturer narrative:
Device investigation showed no damage of the implant. According to the information received from the field the recipient reported pain and a loss of benefit after a 1.5 t magnet resonance imaging. The reported issue is likely caused by one screw becoming loose. According to the reported observations by the explanting surgeon, it is likely that the screws have been positioned in a weak part of the mastoid bone, which might have contributed to the loosening of the screws during MRI. Further the recipient reported painafter MRI, which is known side effects of MRI. This is a final report.

Event description:
Pain and decline in hearing performance after MRI has been reported. User was reimplanted.